Event description:
The purpose of this letter is to inform you that in the past three months, I have had opportunity to use six of the above-captioned devices. It has been my observation that in three of the six, I have had an acute migration of one of the caudal screws in the plate system in two cases, and of two caudal screws in one case. I have been doing instrumented anterior cervical spinal fusions since my residency, which I completed in 1990, and do a number of these operations every year. While I have on occasion (rarely) seen a migration of a screw, I have never in my prior experience seen such a high rate with a single device. The purpose of this letter is to notify you of my concerns regarding this particular device. Please further understand that I am no longer using this plate and I am copying the company on this note, so that they are formally advised of this issue.